Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 5mm to occlude the vessel. The physician inserted a pre-dilatation balloon and inflated that to 6atms. The patient indicated that they had difficulty breathing, and the physician deflated the pre-dilatation balloon. The physician then noticed that the occlusion balloon had deflated unexpectedly. The physician removed the device and inspected it and found no issues. The physician then re-inserted the occlusion balloon wire into the patient continued the case without any issues. The patient is reported to be fine.